Manufacturer narrative:
One 5.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken off at the suture eyelet. The broken piece was not returned for examination. The inserter tines that interface with the anchor are bent. The condition of the device indicates axial alignment was not maintained during anchor insertion. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that the after predrilling, the screw broke off. No patient injury were reported.

Manufacturer narrative:
Correction.